Event description:
The customer reported that he measured his glucose level in the middle of the night and then went back to bed, but his wife could not wake him up in the morning; the paramedics were called and traded him with an insulin drip. The caller mentioned that he has not adjusted his basal settings and manually do the bolus with the blood glucose meter. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming and found that the time was off by one hour due to daylight savings. The reservoir was showing the same amount of insulin as shown on the status screen. Performed the displacement test and passed. The customer did not feel comfortable using the device and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.